Event description:
The customer reported via phone call that the insulin pump experienced a blank display after a battery change. The customer's blood glucose was unknown. The customer had experienced the issues several times even after using a new battery cap. The customer was advised that a replacement insulin pump would be sent. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.